Event description:
It was reported that the patient's spouse reported the patient felt weak and endured sharp pain in the chest after using the monitor, the spouse was inquiring if the pain could be related to the use of the monitor. The spouse also reported the patient had heart surgery the previous month. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.